Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) exhibited reproducible myopotential oversensing during deep inhale breathing. Programming changes were done to address this. The patient was stable.